Event description:
It was reported approximately 4 months after a left total knee replacement surgery; the patient experienced limited range of motion with pain in left knee due to limited physical therapy after surgery. As a result, the patient was prescribed in-home physical therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 02-020-14-0235 - truliant cr por fem cr por left sz 3.5: (B)(6), 02-022-51-3509 - truliant tib imp crc insert sz 3.5, 9mm: (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t: (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reported loss of range of motion cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.